Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was noted to be an external dialyzer leak. The machine alarmed. Estimated blood loss was 100ml. The patient had no adverse effect and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.